Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she felt fine but had spikes in blood glucose. The customer stated that she did not have her blood glucose meter once, and the sensor was alerting that she had low blood glucose. She stated that she treated, and her blood glucose reading rose to 400 mg/dl. She noted another instance in which the sensor glucose reading was inaccurate; the blood glucose reading was 200 mg/dl, and the sensor triggered a low blood glucose alert. She declined troubleshooting assistance for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.